Event description:
Customer reported blood glucose finger stick @ 12:46pm = 236 mg/dl. Customer's blood glucose on hospital device = "hi". Patient is a brittle diabetic and was in severe hyperglycemic state and experiencing diabetic ketoacidosis. Customer had not had insulin or food in approximately 12-24 hours. Customer's treatment was altered because the paramedic thought their blood glucose was lower. Customer is currently being treated, however type is unknown. The hospital is awaiting lab results. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.